Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity rx coronary, drug eluting stent was used to treat a severely tortuosity, moderate calcified lesion in the proximal rm2. There was no issue noted when removing the device from the hoop. The device was inspected with no issues. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was used during delivery. It was reported that they accessed the radial, with a 6f / ebu 35 lession was maginal-branch rm2 and it was stated that this intervention was not easy, due to issues reaching the rm 2, it was necessarry to pass over the rm1. This rm1 was stented from the past, and it was indicated that may be the position of the stent was too close on the ostium could be go with the issue. It was reported that the stent deformed occurred in vivo during positioning/advancement and that this was due to friction. They slowly removed the resolute integrity rx coronary, drug eluting stent without damaging or issues. The procedure was finished successful with using an other resolut integritiy 2.5 x 22 mm , using a non medtronic guide catheter for safe placement. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: kinks were noted on the hypotube. The stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. Three procedural images were provided for analysis. The images show the left coronary system, no images were provided of the right coronary vessels. Stent deformation in vivo during positioning cannot be confirmed from the images provided. Correction: facility phone number: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correction: h1. Type of reportable event corrected to malfunction. H2.¿6. Fdp code corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.